Event description:
It was reported that the patient presented in-clinic for a follow-up. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited oversensing of noise. No programming changes were made. The patient was stable throughout.